Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message and it was noted tha the device has been beeping, randomly. A request was made to have data from this device analyzed and data analysis confirmed that bd error is consistent with extended magnet applications. It was recommended to interrogate the s-ICD to clear the fault code and stop the beeping tones. Troubleshooting options were performed. Currently, this s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.